Event description:
Knee effusion [joint effusion]. Pain in his left knee [arthralgia]. Swelling in his left knee [joint swelling]. Case description: spontaneous report received on 02-jun-2008 from a medical assistant regarding a (B) (6) male osteoarthritis pt, (B) (6). The pt received an injection of synvisc in his left knee on (B) (6) 2008. On (B) (6) 2008, the pt awoke with pain and swelling in his left knee. The pt went to the emergency room and a large amount of fluid was withdrawn. The emergency room doctor said that the knee did not look infected. The hcp assessed the relationship between the events and synvisc as definitely related. As of the date of receipt of this report, the pt's outcome was unk. The qa investigation summary was received on 04/june/2008. The production and quality control documentation for lot number y0707, expiration date 10/2010 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number y0707, expiration date 10/2010 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.